Event description:
It was reported, that in an online survey a physician stated, no. When they were asked if they were able to successfully remove the ureteral stone. Physician stated, they were not able to successfully remove the renal/ureteral stone, while using an expand stone basket. Because of ureteral access problem.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. A potential root cause for this failure could be due to "basket geometry". The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number and lot number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
Critical care nurses reported in an online survey that no when they were asked if they were able to successfully remove the ureteral stone. Physician stated they were not able to successfully remove the renal/ureteral stone while using an expand stone basket because of ureteral access problem.